Manufacturer narrative:
H6-code 4117: the cxt281414e excluder® conformable aaa endoprosthesis lot/serial (B)(6) could not be returned to gore for analysis, because the device remains implanted in the patient. Because no device or device images were available by which to perform an engineering evaluation, no manufacturing deficiencies could be identified and the observations in the event description could not be confirmed.

Manufacturer narrative:
H6-code 4111: updated information about the event was received resulting in an updated description. No reintervention or explantation was performed. D4: updated event description. H1: type of reportable event: malfunction.

Event description:
On (B)(6) 2020, the patient underwent endovascular repair of an abdominal aortic aneurysm with an gore® excluder® conformable aaa endoprosthesis (cxt2814141e) and two an gore® excluder® aaa endoprosthesis (plc201000 and plc141000). Reportedly, the long aortic neck of the aneurysm had an 86° angle. The completion computed tomography angiography (cta) showed perfect placement of all endoprostheses and demonstrated aneurysm exclusion with no endoleaks present. On (B)(6) 2021, a follow up cta was acquired. The images demonstrated that the cxt2814141e was dislodged more than 10 mm. It has lost seal proximally and slipped into the aneurysmal sac. It was stated, that no enlargement of the aneurysmal sac was observed. Reportedly, endovascular repair was not possible. An open repair was scheduled on (B)(6) 2021, to explant all devices and treat the lesion with a dacron graft. This reintervention was cancelled, because of severe heart failure and inflammatory processes. The patient requires mitral valve clipping prior to any other surgery. The patient has not consented to any further surgery. It was stated that the patient is doing well so far.

Manufacturer narrative:
An endoleak occurred because the gore® excluder® conformable aaa endoprosthesis (cxt2814141e) lost seal proximally. Images have been requested from the physician. A review of the manufacturing records indicated the lot met all pre-release specifications. Images of the case have been provided and were evaluated. The imaging evaluation summary states the following: the aortic angle appears to be ~ 72 degrees ¿ double oblique measurement. Proximal neck diameters ~ 24-25 mm (average), 25.0-27.3 mm (maximum). Unable to assess migration as no images depicting an infra-renal implantation were provided. The cxt device appears to be ~45 mm distal to the lowest renal artery. In total 2 medwatch reports related to this adverse event are being submitted to FDA, one for each product family. All reports refer to the same patient identifier ch.k. The manufacturer report numbers were not available at the time of submission of this report. Explanted devices: gore® excluder® conformable aaa endoprosthesis, catalog cxt281414e, s/n (B)(4). Gore® excluder® aaa endoprosthesis, catalog plc201000, s/n (B)(4). Gore® excluder® aaa endoprosthesis, catalog plc141200, s7n (B)(4). Both plc devices belong to the same product family, therefore only one report for both plc devices is being submitted.

Event description:
On (B)(6), 2020, the patient underwent endovascular repair of an abdominal aortic aneurysm with an gore® excluder® conformable aaa endoprosthesis (cxt2814141e) and two an gore® excluder® aaa endoprosthesis (plc201000 and plc141000). Reportedly, the long aortic neck of the aneurysm had an 86° angle. The completion computed tomography angiography (cta) showed perfect placement of all endoprostheses and demonstrated aneurysm exclusion with no endoleaks present. On (B)(6), 2021, a follow up cta was acquired. The images demonstrated that the cxt2814141e was dislodged more than 10 mm. It has lost seal proximally and slipped into the aneurysmal sac. It was stated, that no enlargement of the aneurysmal sac was observed. Reportedly, endovascular repair was not possible. Therefore, on (B)(6) 2021, cxt2814141e, plc201000 and plc141000 were explanted and the lesion was repaired with a dacron graft. It was stated that the patient tolerated the procedure and is doing well.